Event description:
It was reported that during reprocessing a wire was broken at the tip of a prograsp forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the nonconformance was a frayed grip cable. The frayed segments were in various lengths sticking out at the instrument's wrist. The grip cable was also derailed at the wrist. The grips could still fully open and close but movement and functionality may not be precise. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.